Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. Tandem technical support reviewed the fill estimate calculation and found it to be at an acceptable value. However, customer alleged the fill estimate was an ongoing issue as a low insulin alert and out of insulin alarm occurred when there was approximately 100 units left in the cartridge. Customer's blood glucose was not impacted. Upon follow up, customer reported no further issues occurred.